Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer encountered an error 319 when the system was powered on. The customer rebooted the system prior to calling in but the issue remained. The technical service engineer (tse) confirmed the reported error in the system logs pointing to the endoscope controller (ec). The tse then guided the customer on checking and cycling the ec breaker then reseating the grey and orange fiber cables and cycling the video processor power. The 319 error persisted, the customer noted that only one led that was next to the grey fiber cable was blue. The customer stated that the procedure would be done on another system. The procedure was aborted to another dv system with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and found to have an electrical and/or fiberoptic defect leading to error 319. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to component failure of the endoscope controller.